Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), peritoneal haemorrhage ("internal bleeding/bleeding"), ovarian cyst ruptured ("ovarian cysts") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 841257, 841857) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included nausea with penicillin. Concurrent conditions included hemoperitoneum and hemorrhagic cyst (ruptured hemorrhagic cyst. Measuring 1.5 cm in greatest dimension. Numerous additional cysts are seen scattered throughout the parenchyma.). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), polymenorrhoea ("polymenorrhea") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy). At the time of the report, the fallopian tube perforation, peritoneal haemorrhage, ovarian cyst ruptured, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, polymenorrhoea and menstrual disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, fallopian tube perforation, menstrual disorder, ovarian cyst ruptured, pelvic pain, peritoneal haemorrhage and polymenorrhoea to be related to essure. The reporter commented: insertion details: essure device essure coil was placed into the right tube at the appropriate depth and released with 6 coils showing. The same procedure was carried out on the left with 6 coils showing. Removal details: same with ruptured right ovarian cyst. Diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy findings: 700 ml of blood in belly. Noted to have right hemorrhagic ovarian cyst. Adhesions on right mid abdomen. Endometriosis noted on bilateral uterosacral ligaments. Normal left ovary and fallopian tube. Essure coil noted at right uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: showing large amount of blood in her abdomen and in the pelvis. It appears to be localized to the right adnexa. Patient does have essure coils in place. Impression: hemoperitoneum. Hysterosalpingogram - on (B)(6) 2011: evidence of tubal occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Amendment: the report was amended on (B)(6) 2019 for the following reason: following company internal coding review, the reported event "migration/perforation" was recoded to the meddra llt: fallopian tube perforation, considering that the patient underwent a salpingo-oophorectomy. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("migration/perforation"), peritoneal haemorrhage ("internal bleeding/bleeding"), ovarian cyst ruptured ("ovarian cysts") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 841257-invalid, 841857) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included nausea with penicillin. Concurrent conditions included hemoperitoneum and hemorrhagic cyst (ruptured hemorrhagic cyst. Measuring 1.5 cm in greatest dimension. Numerous additional cysts are seen scattered throughout the parenchyma.). In april 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criterion medically significant), ovarian cyst ruptured (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), polymenorrhoea ("polymenorrhea") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy). At the time of the report, the fallopian tube perforation, peritoneal haemorrhage, ovarian cyst ruptured, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, polymenorrhoea and menstrual disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, fallopian tube perforation, menstrual disorder, ovarian cyst ruptured, pelvic pain, peritoneal haemorrhage and polymenorrhoea to be related to essure. The reporter commented: insertion details: essure device essure coil was placed into the right tube at the appropriate depth and released with 6 coils showing. The same procedure was carried out on the left with 6 coils showing. Removal details: same with ruptured right ovarian cyst. Diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy findings: 700 ml of blood in belly. Noted to have right hemorrhagic ovarian cyst. Adhesions on right mid abdomen. Endometriosis noted on bilateral uterosacral ligaments. Normal left ovary and fallopian tube. Essure coil noted at right uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: showing large amount of blood in her abdomen and in the pelvis. It appears to be localized to the right adnexa. Patient does have essure coils in place. Impression: hemoperitoneum. Hysterosalpingogram - on (B)(6) 2011: evidence of tubal occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Lot number: 841857 manufacture date: 2011-03 expiration date:2014-03 . Lot number {841257} reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc (product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of ovarian perforation ("migration/perforation"), peritoneal haemorrhage ("internal bleeding/bleeding"), ovarian cyst ruptured ("ovarian cysts") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 841857) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c. Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included nausea with penicillin. Concurrent conditions included hemoperitoneum and hemorrhagic cyst (ruptured hemorrhagic cyst. Measuring 1.5 cm in greatest dimension. Numerous additional cysts are seen scattered throughout the parenchyma.). In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced ovarian perforation (seriousness criteria medically significant and intervention required), peritoneal haemorrhage (seriousness criteria medically significant and intervention required), ovarian cyst ruptured (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), pelvic pain ("pain"), allergy to metals ("nickel sensitivity"), dyspareunia ("dyspareunia"), polymenorrhoea ("polymenorrhea") and menstrual disorder ("abnormal menstrual cycle"). The patient was treated with surgery (diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy). At the time of the report, the ovarian perforation, peritoneal haemorrhage, ovarian cyst ruptured, autoimmune disorder, pelvic pain, allergy to metals, dyspareunia, polymenorrhoea and menstrual disorder outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, dyspareunia, menstrual disorder, ovarian cyst ruptured, ovarian perforation, pelvic pain, peritoneal haemorrhage and polymenorrhoea to be related to essure. The reporter commented: insertion details: essure device essure coil was placed into the right tube at the appropriate depth and released with 6 coils showing. The same procedure was carried out on the left with 6 coils showing. Removal details: same with ruptured right ovarian cyst. Diagnostic laparoscopy with evacuation of hemoperitoneum and right salpingo oophorectomy findings: 700 ml of blood in belly. Noted to have right hemorrhagic ovarian cyst. Adhesions on right mid abdomen. Endometriosis noted on bilateral uterosacral ligaments. Normal left ovary and fallopian tube. Essure coil noted at right uterine cornua. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2015: showing large amount of blood in her abdomen and in the pelvis. It appears to be localized to the right adnexa. Patient does have essure coils in place. Impression: hemoperitoneum. Hysterosalpingogram - on (B)(6) 2011: evidence of tubal occlusion. ¿concerning the injuries reported in this case, the following ones were described in patients medical record: pelvic pain, dyspareunia." Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.